Event description:
It was reported that lead dislodged. At revision, pre-op x-ray suggested perforation. Perforation was verified via CT scan. Open chest surgery was performed. Patient had a hernia in which physician believes contributed to the perforation. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.